Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited decreased pace impedance and increased pacing threshold measurements. A slight decrease in the shock impedance measurement was also noted. No lead dislodgement was seen on a chest x-ray. The pacing outputs were increased to maximum. Additional information indicated that micro dislodgement was suspected. The system remains in service. No adverse patient effects were reported.